Event description:
The patient presented with a post-procedure subarachnoid hemorrhage complicated by a vasospasm. The physician intended to perform an intra-arterial infusion of verapamil to treat a vasospasm. However, during the procedure the distal end of the guidewire broke off inside the patient. During attempts to retrieve the broken fragment, a right middle cerebral artery stroke occurred. Subsequently, the patient developed edema with mass effect and increased intracranial pressure (icp). The patient was treated with decompressive hemicraniectomy with duraplasty to reduce icp. No additional information was provided.

Event description:
The patient presented with a post-procedure subarachnoid hemorrhage complicated by a vasospasm.the physician intended to perform an intra-arterial infusion of verapamil to treat a vasospasm. However, during the procedure the distal end of the guidewire broke off inside the patient. During attempts to retrieve the broken fragment, a right middle cerebral artery stroke occurred. Subsequently, the patient developed edema with mass effect and increased intracranial pressure (icp). The patient was treated with decompressive hemicraniectomy with duraplasty to reduce icp. No additional information was provided.

Manufacturer narrative:
(B)(4): the device is not available to the manufacture.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to identify a definitive cause of the reported guidewire tip breakage; therefore, a cause of undeterminable was assigned to the reported guidewire tip separation. Stroke and cerebral edema with mass effect are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, a cause of anticipated procedural complication was assigned to the reported stroke and its complications.